Event description:
Event description guidant received information that this atrial lead exhibited an impedance >2500ohms and could not capture at high output. Upon inspection of the lead, the physician noticed the lead's integrity was compromised near the terminal pin. The lead was then surgically abandoned and replaced.